Event description:
It was reported by field service that at (B)(6) the emt's were unloading a pt from the back of the ambulance with a pt on board. Cot was removed from the back of the ambulance to unload at an angle which caused the cot and the pt to fall off the back of the ambulance. The pt was strapped on the cot with all restraints when this alleged incident happened. Field service stated that the emt's stated this was a handling mishap by their emt crew and is trying to get a signed letter from them stating the fault of their emt crew. There was pt involvement, however, no adverse consequences have been reported.